Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a leak. When the faradrive was inserted into the sheath to draw blood, the valve was found to be leaking, allowing air to enter. We changed the sheath, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
H6: device codes - corrected to include the mention of air. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a leak. When the faradrive was inserted into the sheath to draw blood, the valve was found to be leaking, allowing air to enter. The sheath was changed, and the procedure was completed successfully without patient complications. The device is expected to be returned.